Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said after reset of their controller on (B)(6) 2021, it said said "settings not available". Pt said they started seeing "settings not available" on their controller yesterday when they were trying to increase their intensity settings in group b; pt said this is the group they use. Pt said they do not feel any stimulation. Pt tried to increase stimulation on their other groups, a and c. Pt said that they got the same message in both groups "settings not available", but in group c they were able to turn up a notch and felt a burst of stimulation and then that stopped and they got, "settings not available". Pt said they are able to decrease intensity settings, but that is not what they need. Pt said that group b was highlighted in green on their controller (stimulation on). Pt said that their implant battery was at 90% and their controller battery was at 50%. Pt said they would address "settings not available" at an appointment on (B)(6) 2021. Pt was very frustrated and said that this has been a nightmare dealing with this. A programming session on (B)(6) 2021 showed that impedances were out of range and greater than 40,000 ohms on electrodes 1-5 and 7. The revision surgery has not yet been scheduled.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported when they move / change position the stim doesn't adjust in adaptive stim like it should since a couple of months ago pt has not had any traumas / falls recently. Pt stated it will change if she makes the manual change in the controller. Pt stated that she does not meet the rep at her hcp office because then it will count as "an office visit" and go to her insurance. Pt stated she contacted her rep today by phone and told him about the issue. No symptoms were reported. Additional information was received from the rep. It was reported that the rep had not met with the patient yet. They are working to set up an appointment. No actions/interventions have been taken at this time and the issue has not been resolved as the rep needs to interrogate the device and figure out what the issue is and then reprogram/reconfigure appropriately. Additional information received from the rep reported the patient needs a lead revision so they will revisit the adaptivestim when that happens. Additional information received from the rep reported the reason for the revision is lead impedances cannot be programmed around. The cause is unknown. Planning revision to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 serial# (B)(4). Implanted: (B)(6) 2020. Explanted: product type: lead product ID: 977a260 serial# (B)(4). Implanted: on 2020 (B)(6). Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.